Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that there were episodes of non sustained right ventricular (rv) oversensing due to noise on the rv lead. Lead extraction was discussed. No intervention was performed at the time. Patient was stable.

Event description:
New information received on 11/06/2018 indicating that the noise issue was most likely due to the right ventricular lead rubbing against a previously capped lead. No intervention was performed.

Event description:
New information received on (B)(6) 2018 indicating that the patient presented on (B)(6) 2018 for lead revision procedure. The previously capped right ventricular lead was explanted. The active right ventricular lead remained implanted and in use. The patient was stable post procedure.

Event description:
New information received on (B)(6) 2018 indicating that the patient previously experienced fatigue and dyspnea.